Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that a revision of a total left knee prosthesis implanted in (B)(6) 2017 occured due to a loosening of the tibial base.

Manufacturer narrative:
Product complaint #: (B)(4).